Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. During a revision surgery, the physician confirmed that the recurrent incontinence was secondary to urethral atrophy. The physician downsized the cuff, and the entire device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and atrophy are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence. During a revision surgery, the physician confirmed that the recurrent incontinence was secondary to urethral atrophy. The physician downsized the 4.5cm cuff to a 3.5 cm cuff, and the entire device was explanted and replaced. There were no further patient complications.